Event description:
The complainant reported an over-delivery. Over 24 hrs, the pt receives four feedings of 300ml for a total of 1200ml (with 1500ml being hung). At the end of the scheduled feedings, the pt rec'd and add'l 300ml for the day (a total of 1500ml). Per the dietician, the pt is fairly new to using an enteral pump, and she is unsure if the pump is being set correctly. It is difficult to determine during which of the four feedings the over-delivery (or over-deliveries) occurred; however, the container was empty at the end of the day.

Manufacturer narrative:
(B)(4). The device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically. If add'l info/clarification is obtained, a f/u medwatch will be submitted. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.